Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient revised due to corrosion of the oblong taper of the profemur cocr modular neck where it seated in the pocket of the profemur titanium stem. (Right hip).